Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display during normal use. Customer's blood glucose at time of incident was unknown. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to insert a new alkaline battery. The customer stated the display did not return. The customer was advised that we will be sending replacement. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was asked verbally and in written form to return the broken pump for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed self-test, a21 error test and off no power test. No damage was found on the lcd isolation tape noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.